Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: dur dynamic lock ring 56 or 68, 124956000; duraloc const liner 56/68x32, 124216527.

Event description:
It was reported that according to the doctor, patient had a pseudo tumor issue from wear between head and stem. Patient has been previously revised by other surgeons for similar issues. Did a poly head swap. Cup and stem were fine. No other issues to report. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.